Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure sub acute thrombosis occurred. The target lesion was an area of "58.7%" in-stent restenosis of a non-bsc stent in the moderately tortuous obtuse marginal (om) artery. The lesion was predilated with an unknown type balloon catheter to 14 atmospheres (atms) for 30 seconds (secs). A 2.5x12mm taxus express2 drug eluting stent (des) was implanted inside the previously implanted non-bsc des to treat the target lesion. Intravascular ultrasound (ivus) confirmed the device was not malapposed or under expanded. Timi 3 flow was obtained. The patient had been taking 100mg aspirin for approximately 2.5 years. The patient was given plavix before the procedure. The patient was given 8ml heparin during the procedure. The patient was prescribed 75mg plavix for followup and discharged the following day. Twenty eight days later, the patient experienced chest pain with his electrocardiogram revealing st-segment elevation. Emergent angiography was performed and thrombosis was discovered inside the taxus express2 des. The device was 100% occluded. The thrombosis was aspirated with a non-bsc aspiration catheter. The lesion was also dilated with an unknown type 2.5x20mm balloon catheter. The patient was also given nitroprusside na. Timi 3 flow was obtained. Ivus was used at an unspecified time during the procedure. It was reported that the patient did not take aspirin and plavix during the 3 days leading up to the thrombosis event. There were no additional patient complications reported with the patient considered to be "recovered" and his current condition "fine". The patient was discharged six days later.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the device history record for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough evaluation and the details of the complaint, anticipated procedural complication would be the most probable root cause. A CAPA has been initiated to address this issue.